Manufacturer narrative:
(B)(4). It was reported that patient underwent incision/excision of midureteral sling on (B)(6) 2012 due to urinary retention and recurrent uti¿s. Patient also underwent an autologous rectus fascia pubovaginal sling on (B)(6) 2012 due to return of sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy, extensive lysis of adhesions, cystoscopy, laparoscopic left salpingo-oophorectomy due to urinary incontinence, pelvic pain, and prolapsed bladder. It was reported that patient underwent on (B)(6) 2012 cystoscopy and panendoscopy,transvaginal urethrolysis, incision/excision of midurethral sling, modifier 22 for dual component of 2 previous midurethral mesh slings, extreme scarring, multiple medical comorbidities including hepatic dysfunction and on (B)(6) 2012 pubovaginal sling with autologous rectus fascia and cystourethroscopy.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.